Manufacturer narrative:
(B)(4)

Event description:
Dexcom was made aware on (B)(6)2017, that on (B)(6)2017, the transmitter had a pairing issue. No additional event or patient information is available. Data was provided for evaluation. The reported (B)(6) pairing failure was not confirmed via data, but the data evaluation confirmed a transmitter failure. The root cause could not be determined. The device has been received for investigation. A follow-up will be submitted upon completion of device investigation. Based on the investigation results this issue has been upgraded from non-reportable to reportable.

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found. Voltage testing was performed and resulted in 0 voltage. A review of the data log did not confirm the reported event of a pairing failure. A root cause could not be determined. Contents of field are included below due to e-submitter mapping issue encountered beginning on (B)(6) 2017 whereby contents are not populating on packaged medwatch 3500a form: (B)(4)